Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of implant is estimated. Product information is unavailable at this time. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced pocket pain in the right flank. As a result, the implantable pulse generator (ipg) was repositioned to the buttock area on (B)(6) 2020. There were no complications during the procedure. Patient was stable.